Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) to breath delivery (bd) cable. The cse performed the extended self-test (est), the short self-test (sst) and the device operated within the manufacturing specifications. (B)(4) .

Event description:
A report was received from (B)(6) with information stating that an 840 ventilator had a loss of communication errors while in use on a patient. The patient was not harmed or injured as a result of the event.